Manufacturer narrative:
The ge service rep replaced the power supply. The system operates as intended.

Event description:
The customer reported the vertical column will not go down. No patient was injuried.